Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the plastic tip of the device gradually came off while in use. The pieces did not fall into the patient's cavity. There was no problem with the devices activation. The doctor managed to complete the procedure while trimming the device. Operating time was not extended. There was no additional bleeding and/or tissue resection. There was no tissue damage. The pt status is ok. No other pt info available.